Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level. The cartridge, infusion tubing and site were changed. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.